Manufacturer narrative:
The date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
While coming to the ICU at this account for an in-service, the nursing staff reported to the sales rep that the camino mpm monitor stopped working all of a sudden and that the screen had gone to the white screen with the integra lifesciences logo on it and wouldn't move off of it. The staff stated that the neurosurgeon implanted the 110-4hm in the pt on (B)(6) 2014 and at that point the catheter and monitor were both working fine. The sales rep checked the monitor and also checked with the catheter but couldn't get the monitor to move off of the white screen. The pmio cables were traded out and eventually also swapped out of the monitor for another camino mpm but it yielded to the same result. It was determined that something must have happened to the catheter and it was suggested to the staff by the sales rep that the catheter be replaced if needed. The surgeon decided that the pt had exhibited stable icp numbers and that the catheter was no longer needed and would not need to be replaced. The surgeon came to the ICU on (B)(6) 2014 and removed the 110-4hm from the pt. The surgeon didn't report any further complications.